Event description:
A patient reported that they continued to get the error message on their meter. They stated that the meter within the temperature range. They had cleaned the meter and also replaced the batteries. Issue not resolved with trouble-shooting.